Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, nonsustained rv and vf oversensing episodes due to myopotential inhibition was noted. Programming changes were recommended.